Event description:
It was reported that the 9900 system had poor image quality with lines in the image during a case. The 9900 system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.